Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney. Concomitant medical products: attune ps fem rt sz 7 cem, 150410207; attune ps fb insrt sz 7 5mm, 151640705.

Event description:
Received medical records on 06/15/2018. Medical records reviewed for MDR reportability. Right attune total knee revised to address pain and aseptic tibial base plate loosening. Revising surgeon indicated that the implant was loose, not bound to the cement, and that it came out easily. Femur, tibial base plate and tibial insert were revised; patella was retained. Competitor bone cement was used during primary. Doi: (B)(6) 2014; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm surgical intervention.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). (B)(4) was used to capture medical device removal.